Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a journal article was retrieved from journal of shoulder and elbow surgery (2025) that reported a retrospective study from brazil. The purpose of the study was to compare clinical and radiologic outcomes and complications between open latarjet with screws and arthroscopic latarjet with cortical buttons for traumatic anterior shoulder instability. The study reported 2 patients presented with signs of superficial wound infection and were successfully treated with oral antibiotics. No reoperation was necessary. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). E1: full establishment name - (B)(6). G2: foreign - event occurred in brazil. G2: literature - nascimento, a. T., checchia, c. S., assunção, j. H., gracitelli, m. E. C., andrade-silva, f. B., bastos, r. M., ferreira neto, a. A., & malavolta, e. A. (2025). Latarjet procedure: open with screws or arthroscopic with cortical buttons? A retrospective cohort comparison of outcomes and complications. Journal of shoulder and elbow surgery, 34(6), e390¿e399. Https://doi.org/10.1016/j.jse.2024.08.049. Attempts have been made to gather product ID information and no further info is available. Product has not been returned. No product evaluation was able to be completed. Root cause of the reported event is not device related. Superficial infections are considered a procedure related complication as no device has been reported as revised. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. A superficial infection was reported and no product information was provided; therefore, validation of sterile certifications cannot be performed. However, the reported event is considered procedure related. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.